Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell three of four. The hp had the alarm while she was sleeping and had already disconnected and disposed of the supplies. The hp stated that she did not notice any issues with the bags. The technical service representative (tsr) explained the alarm to the hp and assisted the hp in restarting the hc. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.